Event description:
Customer alleged that she was found unconscious by her mother, who tested the customer's blood glucose with the compact plus system as 99 mg/dl. The customer's blood glucose was tested by paramedics 20 minutes later as 32 mg/dl on a professional meter. The customer alleged that she was treated by the paramedics with a "glucose injection" after which she felt better; customer stated she was not taken to the hosp. Suspect product is unavailable for return; replacement product was sent.